Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a bluetooth connection issue between the transmitter and g5 mobile application. Dexcom representative confirmed patient activated both transmitters at the same time; when patient went to replace their first transmitter, the second transmitter battery was depleted and would not pair due to lack of battery power. Patient was educated about the transmitter activation process. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. Pairing test was performed and the test did not pass. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.